Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an esophagastrectomy procedure. Reportedly, the instrument was difficult to open and upon removal the anastomosis tore. The surgeon applied another instrument to complete the procedure. The hospital has reported the pt's condition is satisfactory.